Event description:
I had complete loss of memories from the 6 weeks prior to starting and lost a significant portion of my memories from 2-3 years prior. Almost 3 years after the end of the treatment, those memories have not returned. FDA safety report ID # (B)(4).